Event description:
It was reported, that during a surgical procedure. Two blades broke at the mount. The procedure was completed successfully without a delay. No adverse consequences or medical intervention were reported. This report is for the second blade that broke.

Manufacturer narrative:
H6: the quality investigation is complete.